Event description:
It was reported by the customer that on (B)(6) 2011 the fiber tip burned off at 160,705 joules. Also, it was reported that the fiber tip was retrieved. No patient injury was reported.